Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It is reported separation. Description: the spiros connector detached or unscrewed from the bd product (lot #25085772) during long infusions. Leakage: chemotherapy liquid was left on the outside/top of the connector and dripped, which could pose contamination and exposure risks.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.